Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited oversensing of atrial beats on the ventricular channel and right ventricular (rv) pacing inhibition. It was noted that there were long pauses, and one pause lasted eight seconds. The patient has complete heart block (chb) and was experiencing syncope. The physician noted that pace impedance measurements were climbing slowly, approximately a 100 ohm change. Discussion with technical services (ts) noted 2 p-waves to one ventricular event, which suggested the timing/size of the a-sense could have some variance as a factor. It was discussed that premature atrial contractions (pacs) could explain this observation. It was reviewed that the lead positions appeared typical. Temporarily tried v-sensing with fixed sensitivity at 10, which resolved it. The physician will revisit the strips and considered reprogramming sensitivity to a fixed value. This device remains in service. No additional adverse patient effects were reported.